Event description:
It was reported that the patient presented to the operating room for biventricular implantable cardioverter defibrillator upgrade procedure. During procedure, fluoroscopic imaging revealed that the atrial lead was dislodged. While repositioning the lead, failure to extend the helix was observed on the lead. The lead was explanted and replaced successfully. The patient's condition post procedure was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.